Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticmo13.2 -10.5/1.5/089 (sphere/cylinder/axis) implantable collamer lens got stuck in the cartridge or injection system, patient contact was reported. Per reporter the lens was intraoperatively removed with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem was resolved. Cause of event was unknown.